Manufacturer narrative:
An event of a degenerated, stenotic valve was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site, the valve had been implanted in 2013.

Event description:
In 2013 a 21mm trifecta valve was implanted. On (B)(6) 2019, a valve-in-valve was performed implanting a 21mm corevalve due to stenosis and unknown valve deterioration. The patient was stable and discharged.